Event description:
It was reported that the patient's history showed a pump stop on (B)(6) 2026. This was preceded by no external power alarms on (B)(6) 2026. The patient had no recollection of whether they slept on batteries on those days. The log files were submitted for review, and it appeared that event log captured 7 pump stops / resets due to electrostatic discharge (esd) events. The dates and times of these events are as follows: 20jan2026 at 9:39:04, 28jan2026 at 4:14:10, 06feb2026 at 18:05:03, 09feb2026 at 4:21:19, 10feb2026 at 0:01:11, 19feb2026 at 20:17:35, 19feb2026 at 23:19:27. It appeared that the reason they were seeing a reduced history screen was due to fault changed indications associated with the esd events and some power fault flags. The no external power may also be related to the system controller emergency backup battery (ebb) ribbon cable. They reseated ebb 6 times and did 3 self tests and then downloaded new log file. The new log files were submitted. There were only a few lines of new data post the ribbon cable reseats. So, they were unable to determine if the reseats resolved the power fault flags issues at this time. Another set of log files were submitted for review on 26feb2026. There were no alarms on the alarm history since they reseated the battery on (B)(6) 2026 around 11:41-42. It appeared that the latest log file data begins on (B)(6) 2026 at 11:42:35. The latest data did not capture any power fault flags or no external power events. It looked like reseating the ribbon cable several times resolved the power fault flag and no external power issues. They also noticed a graph and attached the picture dated on (B)(6) 2026 with speed and power drop and slight power spike that does not show up on the written log history. It appeared that it was one the esd events from 19feb2026 at 20:17 and it was the only one that lasted long enough to trigger an alarm, so it was seen on the monitor. The cause of power fault flags or no external power alarms was not identified. The mobile power unit (mpu) was confirmed to have a v-lock connector on the ac power cord. During the investigation, it was found that log files captured low power hazard and no external power alarms consistent with loss of power on mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The mpu (serial number: (B)(6) was not returned for analysis. Review of the submitted log files captured no external power alarms on (B)(6) 2026 consistent with loss of power on mpu. Alarms resolved within approximately 30 seconds. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. Additionally provided information stated that the mpu had a v-lock connector but it is unknown what caused the loss of power event. The root cause of this evaluation was unable to be determined from this analysis. The relevant sections of the device history records for the mpu, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 3 - ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.